Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. During initial power up of the ventilator, the unit alarmed "battery empty" due to a depleted battery, then ventilator inoperable(inop) led lit. The ventilator failed 40 minute duration test from the lap top ventilator service manual. The service technician replaced the internal battery and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications. The customer was unable to provide any information regarding the external power source, if any, being used with the ventilator. It is recommended in carefusion's instructions for use that an external power source is used when operating the device, and that the internal battery source is only designed to be used for temporary transitions and not as the sole power source.

Event description:
It was reported to carefusion that model lap top ventilator 1150 went ventilator inoperable (inop) while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.